Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infections"), urinary tract infection ("uti"), vaginal infection ("vaginal infections") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy+bi-s). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved and the psychological trauma outcome was unknown. The reporter considered bladder disorder, cystitis, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for pain, abnormal bleeding, psych injury, bladder problem, urinary problem, bladder infections, uti, vaginal infections, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: previously reported ¿injury to herself¿ replaced with ¿pain¿. New events were added: abnormal bleeding, psych injury, bladder problem, urinary problem, bladder infections, uti, vaginal infections, vaginal discharge, lab data and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. D01674-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included drug allergy, migraine, cramp in lower abdomen, chills, endometriosis, pap smear abnormal, depression, hypertension, vomiting, abdominal pain, gerd, dysuria, constipation, ovarian cyst, anxiety, chronic cervicitis, nabothian cyst, leiomyoma nos, adenomyosis, intrauterine device removal, uterine fibroids, c-section and menorrhagia. Previously administered products included for an unreported indication: ibuprofen and tramadol. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), vaginal infection ("vaginal infections"), vaginal discharge ("vaginal discharge"), psychological trauma ("psych injury"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infections") and urinary tract infection ("uti"). The patient was treated with surgery (hysterectomy+bi-s). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal infection, vaginal discharge, bladder disorder, urinary tract disorder, cystitis and urinary tract infection had resolved and the psychological trauma outcome was unknown. The reporter considered bladder disorder, cystitis, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted: essure insertion as per mr is (B)(6) 2014. Incorrect placement of the left essure device with no coils visualized at the ostia, correct placement of the right essure device with 2 coils into uterine cavity. Patient received treatment for pain, abnormal bleeding, psych injury, bladder problem, urinary problem, bladder infections, uti, vaginal infections, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: unknown. Lot number reported d01674 is not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-mar-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. D01674-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included drug allergy, migraine, cramp in lower abdomen, chills, endometriosis, pap smear abnormal, depression, hypertension, vomiting, abdominal pain, gerd, dysuria, constipation, ovarian cyst, anxiety, chronic cervicitis, nabothian cyst, leiomyoma nos, adenomyosis, intrauterine device removal, uterine fibroids, c-section and menorrhagia. Previously administered products included for an unreported indication: ibuprofen and tramadol. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), vaginal infection ("vaginal infections"), vaginal discharge ("vaginal discharge"), psychological trauma ("psych injury"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infections") and urinary tract infection ("uti"). The patient was treated with surgery (hysterectomy+bi-s). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal infection, vaginal discharge, bladder disorder, urinary tract disorder, cystitis and urinary tract infection had resolved and the psychological trauma outcome was unknown. The reporter considered bladder disorder, cystitis, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted: essure insertion as per mr is (B)(6) 2014. Incorrect placement of the left essure device with no coils visualized at the ostia, correct placement of the right essure device with 2 coils into uterine cavity. Patient received treatment for pain, abnormal bleeding, psych injury, bladder problem, urinary problem, bladder infections, uti, vaginal infections, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: unknown. Lot number reported d01674 is not valid. Most recent follow-up information incorporated above includes: on 23-mar-2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. D01674) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included drug allergy, migraine, cramp in lower abdomen, chills, endometriosis, pap smear abnormal, depression, hypertension, vomiting, abdominal pain, gerd, dysuria, constipation, ovarian cyst, anxiety, chronic cervicitis, nabothian cyst, leiomyoma, adenomyosis, intrauterine device removal, uterine fibroids, c-section and menorrhagia. Previously administered products included for an unreported indication: ibuprofen and tramadol. On (b)96) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infections"), urinary tract infection ("uti"), vaginal infection ("vaginal infections") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy+bi-s). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved and the psychological trauma outcome was unknown. The reporter considered bladder disorder, cystitis, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted: essure insertion as per mr is (B)(6) 2014. Incorrect placement of the left essure device with no coils visualized at the ostia, correct placement of the right essure device with 2 coils into uterine cavity. Patient received treatment for pain, abnormal bleeding, psych injury, bladder problem, urinary problem, bladder infections, uti, vaginal infections, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: unknown. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received: reporter, lot number, medical history, historical drug and rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.